Manufacturer narrative:
Product complaint #:(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2020, the patient had a revision of left total hip arthroplasty to address wound breakdown with hematoma and drainage, recurrent instability with dislocation, and coagulopathy. The indications for surgery included that the patient had a revision 6 weeks prior (captured in (B)(4)) to address a failed constrained liner and medical records indicated the patient was having pain.. The patient dislocated after that surgery and needed a reduction. During this current procedure the acetabular and femoral components were revised. The surgeon reported finding a complete failure of the posterior soft tissue, and really no longer any soft tissues present to repair. There was a small amount of hematoma. He was coagulopathic during the case.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.